Manufacturer narrative:
A ge service rep pulled a log/var files. He replaced the hard drive and reloaded it with fresh software. He tested the system functions by operating the dicom, fluoro, saving and retrieving images. System is operating as intended.

Event description:
The customer reported that the system halted during a case. The system was rebooted in order to finish the case.